Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose values were 448 mg/dl, 421 mg/dl. The customer treated for high blood glucose with bolus. The customer was assisted with troubleshooting for high blood glucose level. The customer was reported that the infusion set and reservoir was changed and noticed air bubbles. The insulin pump will not be returned for analysis.